Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive to verbal and painful stimuli on (B)(6) 2016. The patient was on aspirin and intravenous heparin at the time of the event. The rapid response team was called and found the patient with significant facial droop. A stroke code was called and the stroke team arrived quickly to assess the patient. A CT scan showed large vessel occlusion of the left middle cerebral artery and the patient underwent a thrombectomy with a cerebral angiogram. Post thrombectomy, the patient had residual aphasia and worsening encephalopathy with hemiparesis on the right side. It was reported that the patient likely won't regain the ability to walk. The patient had a tracheostomy collar and feeding tube placed and was reportedly being monitored in the cardiothoracic intensive care unit.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.